Event description:
Patient reported having been diagnosed with basal cell carcinoma cancer which is not device related. Healthcare professional reported left side rupture. The device has been explanted and replaced .

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cancer-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported having been diagnosed with cancer, specifically ¿other cancer, specify: basal cell carcinoma skin.¿ side was unspecified, this record represents the left side. No indication treatment or surgical reoperation has occurred. Follow up findings revealed the event of basal cell carcinoma was not device related. Healthcare professional reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Cancer-ndr: unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported having been diagnosed with basal cell carcinoma cancer which is not device related. Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.